Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the non-tortuous and non-calcified central vein. A 12.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres, the balloon ruptured circumferentially into half. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A balloon with a longitudinal and complete circumferential tear was present. The complete circumferential tear was located at 4.5cm distal to the proximal end of the proximal markerband. The distal section of the balloon tear exhibited a longitudinal tear which measured 2.5cm in length. The distal section of the balloon tear was pulled out over the tip. There were no issues with the markerbands. An examination of the returned device identified no kinks along the shaft. The tip of the device was slightly deformed. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated over the rated burst pressure for this device. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the non-tortuous and non-calcified central vein. A 12.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres, the balloon ruptured circumferentially into half. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.